Manufacturer narrative:
Findings: unit alarmed compromised force sensor during the prime test due to faulty force sensor (gold) unable to perform basic occlusion, occlusion and excessive no delivery test due to compromised force sensor alarm. Pump passed self-test, unexpected restart, displacement test and all operating currents are within the specification, no unexpected low battery or off no power alarm noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't press the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.